Event description:
Boston scientific received information that noise and pacing impedance measurements of 140 ohms were observed from this system on the right ventricular (rv) channel. The device declared end of life (eol) and a replacement procedure was performed. This lead remains in service and the replacement device was programmed to aair configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be updated when additional information is received.